Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: brain cancer, generalized illness, injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation primary with a 325cc smooth mentor memorygel breast implant has been diagnosed with brain cancer in (B)(6) 2010, and has experienced unexplained systemic symptoms postoperatively, including sever panic attacks, depression, chest pain, chronic pain in the neck, back and upper shoulders, hair loss, headaches and migraines, fatigue, brain fog, mood swings, ringing in the ears, inflammation, arsenic in blood, anxiety and stress, dizziness, personality changes, mental confusion, and felt like she was going to die. In addition, the patient reported being in two car accidents in (B)(6) 2017 and (B)(6) 2019, and may have a left-sided rupture. The patient reported she was diagnosed with a primary malignancy of hemangiopericytoma brain cancer on (B)(6) 2010. The patient underwent surgery in (B)(6) 2011, following 12 weeks of imrt radiation treatment. The cancer reoccurred locally in the brain on (B)(6) 2019. Thus, the patient underwent gamma knife radiation in (B)(6) 2019. The patient underwent explantation of the devices on (B)(6) 2019 where rupture of the left device was noticed, but doctor was unsure if it could have been striation upon removal. The patient reported significant improvement in symptoms post-explantation. This medwatch report is for the left-sided implant.